Event description:
A malfunction alarm, identified as malfunction code 0, occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continuity.